Event description:
Mother had an MRI on hips/lower back at 12 weeks pregnant and baby was born with congenital cataracts, nystagmus, and microphthalmia. No family history of this and no diseases caused this. Baby had surgery to remove cataracts and a membranectomy in right eye. Baby's eyes are crossing and need further surgery. Baby is currently wearing contact lenses and will need glasses when baby turns 2 years old also.